Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that during prep for an esophageal dilatation procedure, it was noted that the connection between the manometer and the handle of an alliance inflation device was broken. It was further reported that the procedure was rescheduled as a result of this event.